Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received twelve appropriate treatments, one which converted the arrhythmia to a slower rhythm and eleven which failed to convert the arrhythmias. The patient also received an inappropriate treatment. The device was started up at 08:27:42 on (B)(6) 2023. At 16:05:55, an arrhythmia was detected. ECG shows vt @ 160 bpm with motion artifact. At 16:06:30, the patient received the first appropriate treatment. The rhythm at the time of treatment was vt @ 160 bpm with motion artifact. The post shock rhythm was vt @ 160 bpm with motion artifact. At 16:07:43, the patient received the second appropriate treatment. The rhythm at the time of treatment was vt @ 170 bpm with motion artifact. The post shock rhythm was vt @ 130 bpm with motion artifact. At 16:10:38, an arrhythmia was detected. ECG shows vt @ 150 bpm with motion artifact. At 16:13:14, the patient received the third appropriate treatment. The rhythm at the time of treatment was vt @ 150 bpm with motion artifact. The post shock rhythm was vt @ 120 bpm with motion artifact. At 16:16:46, the patient received the fourth appropriate treatment. The rhythm at the time of treatment was vt @ 150 bpm with motion artifact. The post shock rhythm was vt @ 150 bpm with motion artifact. At 16:17:18, the patient received the fifth appropriate treatment. The rhythm at the time of treatment was vt @ 150 bpm with motion artifact. The post shock rhythm was vt @ 150 bpm with motion artifact. At 16:17:43, the patient received the sixth appropriate treatment. The rhythm at the time of treatment was vt @ 150 bpm with motion artifact. The post shock rhythm was vt @ 140 bpm with motion artifact. At 16:18:47, the patient received the seventh appropriate treatment. The rhythm at the time of treatment was vt @ 150 bpm with motion artifact. The post shock rhythm was vt @ 140 bpm with motion artifact. At 16:19:24, the patient received the eighth appropriate treatment. The rhythm at the time of treatment was vt @ 150 bpm with motion artifact. The post shock rhythm was vt @ 140 bpm with motion artifact. At 16:19:56, the patient received the ninth appropriate treatment. The rhythm at the time of treatment was vt @ 150 bpm with motion artifact. The post shock rhythm was vt @ 170 bpm. At 16:20:24, the patient received the tenth appropriate treatment. The rhythm at the time of treatment was vt @ 120 bpm with motion artifact. The post shock rhythm was vt @ 120 bpm with motion artifact. At 16:20:59, the patient received the eleventh appropriate treatment. The rhythm at the time of treatment was vt @ 140 bpm with motion artifact. The post shock rhythm was vt @ 130 bpm with CPR/motion artifact. At 16:28:56, an arrhythmia was detected. ECG shows vt @ 120 bpm with motion artifact. At 16:29:48, the patient received the twelfth appropriate treatment. The rhythm at the time of treatment was vt @ 120 bpm. The post shock rhythm was idioventricular rhythm @ 20 bpm degrading to asystole with intermittent cardiac activity. At 16:32:30, the patient received the inappropriate treatment. Oversensing of cardiac activity and motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with intermittent cardiac activity. The post shock rhythm was idioventricular rhythm @ 40 bpm degrading to asystole with intermittent cardiac activity. The electrode belt was disconnected at 16:43:06 on (B)(6) 2023.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.